Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 403 occurred. There was no reported patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 403 was confirmed during product evaluation. The root cause was assigned to the user interface printed circuit board. The user interface printed circuit board was replaced in order to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.